Event description:
It was reported that during the carotid procedure clot formations were observed and the pt suffered a probable stroke, after stent placement. After approx 2-1/2 hours, the physician was able to access the lesion, felt to be possibly due to tortuosity. The accunet was placed and the physician did an angio and found the flow was limited or slow at the lesion; however, chose to place the stent. The physician then did another angio and found the flow was improved and recovered the filter basket. After recovery of the filter basket, another angio was done and found what was perceived to be clot formations at the stent site as well as in the cerebral circulation. The pt was given reapro, ia through the guiding catheter, right groin, and the pt response was diminsighing. The physician waited aprox a 1/2 hour and did another angio and the clot formations seemed to be stabilizing. Another angio was done an hour later ad found the stent site to be improving. The pt's hct never got above 216 even with continuous monitoring and doses of heparin. The pt was sent for a CT scan. The pt was on plavix for a long-term period for a gi issue. The clotitng issue could have been because the pt was on plavix forn extended amount of time. Approx 12 hours post-procedure the pt died.